Manufacturer narrative:
Follow-up #1: date of submission 05/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked at the threads area. The pump powered up with the appropriate audible and vibratory functions. Unrelated to the casing issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. The reporter stated that the cap was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.